Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 125 mg/dl and 470 mg/dl. Customer says at the time of the erratic results that he was feeling hyperglycemic symptoms (thirsty, blurred vision). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.